Manufacturer narrative:
Attempts have been made to obtain the product. Masimo was informed that the product used is not being returned as the customer is keeping the product for the regulatory body inquiry. The sensor lot information was not available. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that an incident occurred in the ICU. After a difficult intubation, the spo2 value stayed around 94% with a correct pleth waveform while the patient became blue. According to the biomedical personnel, it seems that the intubation was done on the patient's stomach. There was no information about alarms. The patient finally expired due to cardiac arrest. The spo2 was measured with a philips mms with masimo set. The sensor used was a m-lncs tci. Additional information received indicated that the patient was admitted for digestive problems. He was intubated and his condition was stable. Subsequently, the medical staff reported a desaturation and then the spo2 value increased up to 99% after re-intubation. The patient condition was ok. After a few minutes, the condition of the patient began to deteriorate due to bradycardia, hemodynamic deterioration, and cardiac arrest; resuscitation was performed on the patient. During these events the spo2 was observed at 94% and at this moment the patient was blue. The sensor is not being returned as the customer did not clearly identify them. Two sensors were given to biomedical department; however, they are keeping the sensors for the regulatory body inquiry.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: